Event description:
Instrument (B)(4) was used during surgery for placing a restoration modular stem: conical. After impaction of the stem, the surgeon tried to unscrew the handle but he wasn't able doing this because the knob allegedly got stuck. The surgeon had to hammer and dissemble the instrument in situ. After half an hour, the instrument came loose. The doctor said that there may be a fissure in the femur because of the forces that where needed to unlock the instrument. The doctor had the idea that the femur showed movement, but he wasn't sure. The doctor did not further investigate this as he would need to open the muscles.

Manufacturer narrative:
An event regarding seizing involving a restoration modular inserter was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: records were not provided for review. -device history review: a lot ID was not provided for review. -complaint history review: a lot ID was not provided for review. Conclusions: the exact cause of the event could not be determined as the device is needed to complete the investigation for determining root cause.

Event description:
Instrument (B)(4) was used during surgery for placing a restoration modular stem: conical. After impaction of the stem the surgeon tried to unscrew the handle but he wasn't able doing this because the knob allegedly got stuck. The surgeon had to hammer and dissemble the instrument in situ. After half an hour the instrument came loose. The doctor said that there may be a fissure in the femur because of the forces that where needed to unlock the instrument. The doctor had the idea that the femur showed movement, but he wasn't sure. The doctor did not further investigate this as he would need to open the muscles.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.